Event description:
A patient was placed on the fracture table for a intramedullary rodding of a femur fracture. The surgeon attempted to pull traction on the affected extremity to reduce the fracture. The table was unable to hold appropriate traction to the extremity and the "arm" on the table bowed when traction was attempted.